Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4).

Event description:
Jankowski, p. P., lessig, s., nguyen, a. D., barba, d. Delayed cerebritis after bilateral stereotactic implantation of globus pallidus interna electrodes for treatment of dystonia. Bmj case reports. 2013; pii:bcr2012006934. Doi: 10.1136/bcr-2012-006934. Summary/reported event: a 49 year old male experienced swelling along his right chest wall 3.5 months after implantable neurostimulator (ins) placement. A fine needle aspiration was performed and methicillin-sensitive staphylococcus aureus (mssa) was cultured. After 1 week of antibiotic treatment, swelling persisted and progressed upward toward the right side of the neck. The patient was admitted to the hospital, the ins was explanted, and the extension wires were clipped. There was no evidence of infection around the clipped wires, so the extensions and leads were left in place. The patient was started on a 2 week course of intravenous cefazolin followed by 2 weeks of oral amoxicillin. A CT scan was performed 3 weeks later and showed a large ill-defined area of hypoattenuation centered in the right basal ganglia surrounding the right electrode. Surgery was performed to remove the electrodes and extension wires. An MRI showed evidence of cerebritis. Besides headaches and the return of the patient's dystonia, the patient was asymptomatic. Cultures taken from the electrode tips grew mssa. After a short hospitalization, the patient was discharged on IV oxacillin for 6 weeks. At 4 month follow-up, there was near complete disappearance of hypoattenuation. Fourteen months after the electrode explant the patient underwent reimplantation of the electrodes.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.